Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this valve model 3300tfx23mm implanted in aortic position was explanted from a 78 year old after an implant duration of one (1) year and four (4) days due to endocarditis leading to stenosis. Patient presented with fever and sepsis. Another valve of same model and size was successfully implanted in replacement. As reported, patient was discharged home after the procedure and was reported as to be in good condition four months after the surgery.

Manufacturer narrative:
Updated: b5 (event description), h6 (clinical code, device code). H10 corrected data: further information was received stating that the surgical valve was explanted due to endocarditis leading to stenosis. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Intermediate/late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. Reports of early prosthetic endocarditis with a known source of infection (e.g., dental, surgical, or endoscopic procedures; IV drug use; recurrent endocarditis), or intermediate/late occurring greater than 60 days post-implant or unknown implant duration are not reportable. In this case, endocarditis occurred greater than 60 days post-implant. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx23mm implanted in aortic position was explanted from a 78 year old after an implant duration of one (1) year and four (4) days for unknown reason. Another valve of same model and size was implanted in replacement.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.